Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-ventricular (rv) lead helix failed to extend. As a resolution the rv lead was not implanted a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. A complete lead was returned in one piece with the helix retracted. Visual examination, electrical testing and x-ray examination did not find any anomalies. No blood was found in the helix region. The helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification.